Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; blood in/on the helix mechanism was observed; full lead analyzed.

Event description:
It was reported that during implant attempt of the lead, the screw did not advance easily, and so it couldn't be fixed to the endocardium. When trying to extend the screw outside the patient, it advanced. But when inside the patient while viewing the fluoroscopy image, the screw was not observed to extend. The lead was not used. There have been no patient complications reported as a result of this event.